Event description:
The device was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was running in the wrong direction. No patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The service technician duplicated the complaint and observed that the device would run in the wrong mode. The e-box was inspected upon disassembly. The e-box was replaced, and preventative maintenance was performed.

Event description:
The device was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was running in the wrong direction. No patient involvement, no delay, no medical intervention, and no adverse consequences.